Event description:
Had hernia surgery in (B)(6) 2013, below belly button and above pubic area. Mesh was used to repair hernia. Ever since I still have pain in the area when coughing, certain movements and so on. Wondering if there was a recall on the mesh used.